Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for 916: urinary/bowel dysfunction and fecal incontinence. It was reported that patient arrived in new zealand for vacation 2 weeks ago. When they initially arrived, patient tried to connect to implantable neurostimulator (ins), but got message that read, "data lost; the data has been lost; contact clinician." Patient said they also noticed return of bowel symptoms as of 2 days ago along with what they described as loss of sphincter tone. After arriving in new zealand, but before noticing return of symptoms, patient said they felt the stim, which was "fairly intense," but now don't feel it at all. Agent suggested attempting to connect to ins while on the call. This was done and patient reported getting same "data lost" message. When asked, patient said they last charged about a week ago, which is the second time they've charge since arriving. Patient said they typically charge about every 10 days. Patient connected recharger to ins without issue while on the call. It showed normal charging screen with 60% charge and excellent connection. This screen also showed that therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met with a doctor this morning. The hcp was unable to reprogram the patient because they did not know the password and redirected the patient to call the company to reach their local rep. An e-mail was sent to field staff. An e-mail was sent to patient registration services (prs) to update patient's hcp.